Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump using provided instructions. The issue did not recur after the reset, and the customer was informed to contact support if any further malfunctions occurred.